Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Visual inspection of the returned system controller revealed a damage on one of the sockets in the bulkhead connector. Although it is inconclusive, the damaged socket is consistent with the driveline being inserted incorrectly by 180 degrees. No additional information provided.

Manufacturer narrative:
MFR# (B)(4) was supposed to be reported against serial number (B)(4), therefore the product is being changed to capture the correct serial number. Manufacturer's investigation conclusion: the reported event of a controller internal fault alarm was confirmed via analysis of the submitted log file and reproduced during evaluation of the returned system controller. The submitted log file contained data captured on different days (B)(6) 2019 and (B)(6) 2019, per the time stamp). The driveline was not connected to the controller, and the provided information as well as the recorded data indicated that this was the patient¿s backup controller. Throughout the log file, the controller recorded numerous intermittent controller internal fault alarms which appeared consistent with a fuse b failure recorded intermittently through the entire log file. The returned system controller was connected to test equipment and a driveline power fault alarm was reproduced. The system controller information screen on the system monitor was reviewed, and it was confirmed that fuse b was open (fail). The controller was then disassembled, and additional testing confirmed the damaged fuse (b). The damaged fuse was successfully replaced, and the system controller then operated as intended with no alarms being active. Visual inspection of the returned system controller also revealed a damage on one of the sockets in the bulkhead connector. Following the exchange of the damaged fuse, the controller was functionally tested and passed the functional test procedure. The returned system controller was able to support a mock circulatory loop for an extended period of time without any functional issues. Although it is inconclusive, the investigation findings suggested that the damaged socket and the open fuse could be related to an incorrect connection of the driveline to the controller. No further information was provided. The manufacturer is closing the file on this event.